Event description:
It was reported by a competitor that the right ventricular lead had an insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4524, implantable pacing lead, (B)(6) 1995. (B)(4).